Event description:
Taxus express post market surveillance study. It was reported that during a coronary artery stenting treatment procedure, a vessel dissection occurred. The index procedure treated the 90% stenosed 2.75x32mm target lesion located in the left circumflex (lcx) artery. Treatment consisted of pre dilation with an unk 2.5x20mm device inflated to 12 atmospheres (atms) and the implant of a 2.75x32mm taxus express2 drug eluting stent deployed at 20 atms which caused the vessel dissection. Bailout treatment placed a non bsc stent of unk size in the distal lcx, however, there was a gap remaining between the stents. Post dilation was performed with the taxus stent delivery system at 20 atms. Intravascular ultrasound (ivus) confirmed 0% residual stenosis. An additional non bsc stent was implanted in the 1st obtuse marginal vessel during the index procedure. The grade of the vessel dissection is unk. The pt was discharged 7 days post the index procedure, listing the pt condition as "recovered". The relation of the device to the event was listed as "possibly related". On day 8 the pt developed "wheal" and was readmitted into the hosp on day 13 and stayed until day 17. During the pt's stay, blood was collected and no problems were found. The pt had been followed as an out pt until eventually it was confirmed that the wheal was gone on day 35. The wheal was listed as "not related" to the taxus express2 stent but "possibly related" to the plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.